Event description:
Epidural needle inserted, epidural space identified test dose given, catheter would not pass beyond hub. Needle withdrawn from pt. Second needle inserted to epidural space and catheter would not pass beyond hub. Tip of catheter examined. On close inspection it was noted that the catheter tip was flattened as though crushed during mfg, instead of round and would not pass through needle. New catheter passed w/o difficulty. No untoward effect.